Event description:
A tps bi-directional footswitch was sent for eval because it was running on its own during testing. There was no pt involvement; adverse event was associated with this device.

Manufacturer narrative:
The device has not been received. Additional info will be submitted once the device is received and the quality investigation is completed.